Manufacturer narrative:
Complaint was confirmed and duplicated. Alert 65 appeared in the notifications menu, and restarting the device did not resolve the issue. The volume was adjusted through the volume menu, but no sound was produced when changing the level from low to high or vice versa. A known-good speaker was installed and the device was restarted. The alert was clear and sound was emitted. The root cause was determined to be a faulty speaker.

Event description:
It was reported that an ilet user experienced repeated device alerts and intermittent cgm disconnections, with an audio over/under current alarm recurring despite 4¿5 restarts, and the cgm subsequently showing high glucose readings; the user performed a supply change and then switched to backup subcutaneous insulin therapy. Symptoms included hyperglycemia. Outcomes included the need to discontinue ilet use temporarily and transition to backup therapy. Investigation included remote troubleshooting and education, confirmation of device serial number and shipping details, initiation of device replacement logistics, and instructions for data sync, shutdown, and return. Investigation of this case revealed a suspected device malfunction consistent with recurrent alarm behavior and possible power or current fault within the pump electronics while the cgm connection was unstable. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending device evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.